Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, she experienced full body spasms, was heaving, and was feeling unwell. It could not be confirmed, but the patient could have experienced a seizure based on the description of the symptoms. The patient was able to take a fingerstick and the cgm was reading 6.4 mmol/l and the blood glucose reading was 2.8 mmol/l. The patient ¿treated¿ the hypoglycemia, but no specific treatment was reported. The patient then awoke in the middle of the night, being sweaty and feeling unwell, but no further treatment was reported. Besides that, it was reported that at an unknown time, but possible at that moment, the cgm was reading high, and the blood glucose reading was 2.2 mmol/l. No further treatment was reported. The patient went back to sleep and awoke in the morning yet again feeling extremely low. A fingerstick was taken and the blood glucose reading was 1.6 mmol/l. No cgm reading nor treatment was reported from that moment. There was no documentation of medical intervention. At the time of the report the current condition of the patient was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, she experienced full body spasms, was heaving, and was feeling unwell. It could not be confirmed, but the patient could have experienced a seizure based on the description of the symptoms. The patient was able to take a fingerstick and the cgm was reading 6.4 mmol/l and the blood glucose reading was 2.8 mmol/l. The patient ¿treated¿ the hypoglycemia, but no specific treatment was reported. The patient then awoke in the middle of the night, being sweaty and feeling unwell, but no further treatment was reported. Besides that, it was reported that at an unknown time, but possible at that moment, the cgm was reading high, and the blood glucose reading was 2.2 mmol/l. No further treatment was reported. The patient went back to sleep and awoke in the morning yet again feeling extremely low. A fingerstick was taken and the blood glucose reading was 1.6 mmol/l. No cgm reading nor treatment was reported from that moment. There was no documentation of medical intervention. At the time of the report the current condition of the patient was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 2402 - no imdrf code available for heaving.